Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the flush line connector was detached from the catheter, thus confirming the reported flush port break.

Event description:
It was reported that difficulty irrigating the catheter occurred. It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave 31mm catheter was selected for use. During the procedure, the catheter flush port broke at the twist connection portion and was openly flowing fluid. The catheter was removed from the atrium and replaced with another catheter. The procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Event description:
It was reported that difficulty irrigating the catheter occurred. It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave 31mm catheter was selected for use. During the procedure, the catheter flush port broke at the twist connection portion and was openly flowing fluid. The catheter was removed from the atrium and replaced with another catheter. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.